Event description:
Patient had fall off bike 9 months after index procedure. Subsequent imaging showed posterior displacement of mesh causing mild nerve compression. Reoperation was performed to remove the mesh. There was a reherniation noted.